Event description:
Report received of an adverse patient event while the device was in use. The patient was receiving morphine via pca for pain management. The pump was programmed in the continuous + pca mode. The pump parameters and morphine concentration were not provided. Reportedly, in 2002, the patient was found to be "sleepy". The customer reported that the pca pump was discontinued and resumed in an unspecified time later due to the patient's pain level. The patient was again found to be "sleepy" and the pca was discontinued for the second time. The customer's risk manager reported that: "the pca was never an issue with this patient and it did not contribute to the patient's condition". Though requested there was no further information available.